Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not been using the pump and was currently using insulin injections to manage diabetes. During an attempt to load the cartridge onto the pump, the insulin did not exit from the tubing and no alarm sounded. As the customer did not have any additional cartridges on hand, tandem technical support was unable to perform a system check determine a possible cause of the reported issue.